Event description:
A vns pt reported to the MFR that she had "some vocal cord paralysis" that was diagnosed by an ent physician. The pt remains on vns therapy. Attempts for further info from the attending physician are in progress.